Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent an unknown procedure. An inserter for the titanium elastic nail came out in a titanium set. During the procedure, the blue handle cracked and broke. The implants were implanted successfully. The procedure was successfully completed with 6-7 minutes of surgical delay. There were no patient consequences. This report is for 1 inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 359.219. Lot: 9482510. Manufacturing site: hägendorf. Release to warehouse date: 25.sep.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: inserter for ti elastic nails (part# 359.219, lot# 9482510, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the proximal end of the blue handle had broken off. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. The clamping jaws of the device got stuck and doesn¿t move. Device failure / defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/specification review: the following document(s) was reviewed: insertion handle. Handle. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for inserter for ti elastic nails (part# 359.219, lot# 9482510). While a definitive root cause could not be identified for the reported problem, it is possible that the handle of the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.